Manufacturer narrative:
The reporter replaced a system reagent bottle and the chloride electrode. The field service engineer checked the analyzer. Precision studies were performed and were good. The customer has had no further issues since the service visit. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they were having issues with ise calibrations and questionable results for an unspecified number of patients tested for ise tests on the cobas 6000 c (501) module. The customer provided data for one patient sample with discrepant results for ise indirect na, k for gen.2 and a second patient sample with discrepant results for ise indirect na, cl for gen.2. Only the initial cl value for the second sample was reported outside of the laboratory and later corrected after the samples were repeated. The repeat results for the samples were believed to be correct. The first sample initially resulted with an na value of 121 mmol/l, which repeated as 138 mmol/l. This sample initially resulted with a k value of 3.14 mmol/l, which repeated as 4.13 mmol/l. The second sample, from a (B)(6) year old male patient, initially resulted with an na value of 116 mmol/l. The sample was repeated 11 times, resulting with the following na values: 142 mmol/l, 142 mmol/l, 143 mmol/l, 143 mmol/l, 144 mmol/l, 142 mmol/l, 142 mmol/l, 143 mmol/l, 143 mmol/l, 143 mmol/l, and 144 mmol/l. This sample initially resulted with a cl value of 133.2 mmol/l. The sample was repeated 11 times, resulting with the following cl values: 103 mmol/l, 104.5 mmol/l, 105.3 mmol/l, 105.6 mmol/l, 105.9 mmol/l, 105.1 mmol/l, 104.4 mmol/l, 105.4 mmol/l, 105.9 mmol/l, 105.0 mmol/l, and 105.1 mmol/l. The na, k, and cl electrode lot numbers and expiration dates were requested, but not provided.